Manufacturer narrative:
D4. Catalog updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump was placed in a patient with a nonischemic st elevated myocardial infarction and ventricular tachycardia with left bundle branch block. There were persistent suction events that prompted the team to treat for thrombosis. The team added tissue plasminogen activator to the purge but when flows did not improve the pump was explanted. Upon explant, a thrombus was seen at the cannula and inlet.

Manufacturer narrative:
B1 and h1: added serious injury. H6: e060109.

Event description:
Additional clinical review reports an impella 5.5 device was inserted via the right surgical arterial approach in a 50-year-old male for acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage d shock. During ongoing impella 5.5 support, the patient developed ventricular tachycardia and required re-intubation. A continuous suction event was observed on the impella console. Echocardiographic evaluation, including long-axis views, confirmed appropriate device positioning and adequate ventricular volume. Despite reducing the impella performance level to p-4, flow remained limited at approximately 2.2 l/min and could not be increased further. Purge flow and purge pressure were within expected ranges. Given the reduced flows and suction events, thrombus formation was suspected, and tissue plasminogen activator (2 mg in 50 ml dextrose 5 percent in water) was administered via the purge system. After approximately 5 hours, there was no improvement in impella flow. The patient was subsequently taken to the operating room, and impella support was discontinued with transition to centrimag support. Upon device explant, thrombus was observed within the cannula and at the inlet. Per the treating physician, the thrombus formation was felt to be related to the prolonged duration of mechanical circulatory support rather than a device performance issue. The explant outcome was reported as stable.

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
No product or data logs were returned for evaluation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The cause of the low pump flow could not be definitively determined as no product or logs were returned for evaluation. The pump passed all post-sterile inspection checks.